Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was hole in the tubing of an amia automated pd set with cassette. This issue was further described as, "on the left side of the cassette that has three ports, the top port¿s tubing has a nick/hole in it". This was observed prior to use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the sample was received for evaluation, unused, with the original caps attached to the connectors. A visual inspection with the naked eye noted a damage surface cut to the patient line tubing approximately 1 ½ inches from the cassette port. Functional testing including leak and clear passage testing were performed to the patient line only with no issues noted. The reported condition was verified. The direct cause was determined to be a manufacturing related issue caused by grippers during the automated assembly. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.